Event description:
A customer in (B)(6) notified biomérieux of two (2) false negative results associated with bact/alert® fa plus culture bottle (reference (B)(4)). The customer reported that the bottles were incubated for five (5) days and when the bottles were unloaded the sensor on the bottom of the bottles was yellow. The bottles were subcultured and the result of the subculture was candida glabrata. The correct result was given to the physician without any delay. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
Customer complaint, pr (B)(4). Was for two (2) out of sixteen (16) bottles inoculated on a patient that flagged negative after five (5) days of incubation. Fourteen (14) bottles inoculated before and after the negative bottles flagged positive. Two (2) bact/alert® fn plus bottles were negative at five (5) days, had yellow sensors, subcultured positive and the organism was identified as candida glabrata. An internal biomérieux investigation was performed with results as follows: a historical review of last year's data found no other similar false negative candida glabrata complaints associated with bact/alert® fn plus (B)(4). Bottles. A review of the graphs obtained from the virtuo® backup files found the negative bottles did not generate an inflection point to generate a positive. Therefore, the growth in the bottles did not show sufficient change to flag the bottles as positives on the virtuo® system. The customer confirmed the two (2) bact/alert® fa plus aerobic mate bottles flagged positive for the two bact/alert® fn plus anaerobic bottles. Clsi guidelines recommend inoculating two (2) bottle sets. While candida glabrata has been shown to grow in reduced oxygen environment, biomérieux has no claim on reproducible recovery for yeast in bact/alert® fn plus bottles . Given the patient was on antifungal treatment and the organism was not in optimal growing environment, it is not unexpected to have low recovery of the organism in the bact/alert® fn plus bottle (little inflection on the graph) several sample related factors could impact the organism growth in the bottle such as: 1) organism distribution in the blood. As stated in the instructions for use, organisms are often few in numbers and may appear intermittently in the blood stream; therefore, consecutive blood samples should be collected from each patient. 2) level of the antifungal drug in the bloodstream. Per the information in the instructions for use, blood samples should be drawn prior to initiating antibiotic therapy. If this is not possible, draw blood immediately before administering the next antibiotic dose. Biomérieux currently has no data or claim on the neutralization of the antimicrobial caspofungin in bact/alert® fn plus bottle media. The bact/alert® fa plus bottle media has a claim for supporting growth in the presence of echinocandins. Caspofungin is a member of the echinocandins class of antimicrobial agents. The bact/alert® fa plus supported the growth of the organism. It is unknown the relationship of the date and time of the bottle sample collection and the drug peak and trough levels in the patient. 3) candida glabrata prefers an aerobic environment however journal publications show it can sometimes grow in an anaerobic environment.